Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated he received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 2:45 p.m., a sample from the patient was tested using the meter, resulting with a value of 2.8 inr. At an unknown time on the same day, a sample from the patient was tested in the laboratory using the dade innovin method by siemens, resulting with a value of 2.0 inr. The patient's therapeutic range is 2.0 - 2.5 inr. The patient's testing frequency is weekly.